Event description:
When hanging a new syringe of dopamine the wrong rate was put into the pump resulting in the pt becoming pale with poor perfusion. A blood gas was obtained showing acidosis which was treated with nahco3 to correct the problem. The IV was running at the wrong rate for four hours. Pump programmed without decimal point. Pt received 10 times dose ordered.